Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was evaluated in the renal center; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics. Thirty-three days after event onset, the patient was recovered from the peritonitis and antibiotic therapy was completed. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow-up.